Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), during the deployment of the 29mm sapien valve in the aortic position, the team was unable to deploy the valve. As the physician attempted to inflate the balloon he emptied the atrion, and could see a wash of contrast around the balloon. The valve and delivery system was removed from the patient without surgical cutdown. The native annulus diameter is 622, with mild native calcification, moderate native leaflet calcification, and mild aortic root calcification. A second valve and system prepped and successfully implanted.

Manufacturer narrative:
The device was returned to edwards for evaluation. Investigation is ongoing.

Manufacturer narrative:
UDI (B)(4). Additional information indicated the balloon did not inflate; no tools were used to remove the balloon cover. The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure. The delivery system was visually inspected. There was liner bunching observed on the distal end of the sheath with minor delamination, however the sheath expanded as designed. The valve was returned crimped on inflation balloon. There was a small tear on the tapered section of inflation balloon. No other abnormalities observed. The delivery system was able to be pulled to the valve alignment marker and locked. During inflation of the balloon, a leak was observed on the proximal tapered section of the inflation balloon. Due to the location of the tear (on the tapered section of the inflation balloon), no relevant dimensional measurements were taken. Related work orders were reviewed and no manufacturing non-conformance were found which would have contributed to the reported complaint event. A lot history review of the relevant work order revealed no other similar complaints for the complaint code ¿balloon ¿ leakage¿. Complaint data for the previous 12 months was reviewed (november 2016 through october 2017) for the commander delivery system (all models and sizes). Twenty (20) other devices have been returned for ¿balloon ¿ leakage¿. A review of complaint data for october 2017 revealed that the complaint rate did not exceed the control rate for the applicable complaint trend category (¿leakage¿). Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system (including the inflation balloon) is visually inspected and tested several times. The balloons are 100% inspected for wall thickness and visual defects. Ten (10) balloons are sampled for burst testing and additional visual inspection. Prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size (using a go/nogo gauge) and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested, and post-leak test, there is a visual inspection of the balloon catheter. 100% distal to proximal visual inspection is performed by both manufacturing and quality. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. The complaint for ¿balloon ¿ leakage¿ was confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformance were identified in the returned sample. Furthermore, a review of complaint history, lot history, manufacturing mitigation, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. As the delivery system was able to be de-aired during device preparation with no note of balloon leakage, it is likely that the damage to the balloon occurred during the procedure. Reviews of the case notes/attachments revealed that the balloon was unable to inflate at the native annulus thus the balloon damage likely occurred before or upon the inflation attempt. The patient had mild native calcification, moderate native leaflet calcification, and mild aortic root calcification. It is possible that, during the advancement or inflation of the balloon, the structure of the balloon wall became damaged by this calcification, resulting in the small tear observed. Additional patient/procedural factors could also result in damage to the balloon. Potential issues include residual fluid in the balloon, which can enlarge the inflation balloon profile and create interference with the valve during valve alignment. Performing valve alignment at a bend or angle (due to the patient aortic tortuosity) cause non-coaxially of the valve in relation to the flex tip thereby damaging the balloon during valve alignment. Improper crimping of the valve on the balloon can be a factor, as the valve may not be crimped to the appropriate size or may have been damaged during the crimping process. While a definitive root cause was unable to be determined, available information supports that patient factors (calcification) may have contributed to the reported complaint. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the trend category, no pra is required at this time.